Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval revealed that the up arrow keypad button presses did not activate desired pump functions. All other keypad buttons were found to be responsive as expected. There was evidence of keypad adhesive found under the up arrow button key contact.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the up arrow button has been sticking and intermittently unresponsive for a few weeks. She noted that the keypad buttons click and spring back as expected. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that she wears the pump in various places with a clip.